Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a1114) was returned for evaluation. The reported complaint was confirmed from the evaluation. Evaluation showed that the unit has a stiff lock. The lock is getting stuck when the index knob is in the unlocked position. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the lock/unlock knob on the mayfield infinity skull clamp (a1114) does not work correctly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.